Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was admitted to the hospital for hepatic dysfunction and sustained ventricular arrhythmia which needed direct-current cardioversion. The hepatic dysfunction was considered to be caused by worsening right heart dysfunction. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm3) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. It was reported that the patient was readmitted on (B)(6) 2021 for hepatic dysfunction and sustained ventricular arrhythmia which required dc (direct current) cardioversion/defibrillation. Lab results revealed a total bilirubin value of 1.4 mg/dl, a glutamic-oxaloacetic transaminase/aspartate transaminase (got/ast) value of 43 u/l, and a glutamic-oxaloacetic transaminase/alanine transaminase (got/alt) value of 33 u/l. The events were considered to be device related. Additionally, the patient¿s hepatic dysfunction was thought to be caused by worsening right heart dysfunction. Information later received stated that the hospital was contacted but would not provide any additional information related to the event. The patient was discharged on (B)(6) 2021. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06oct2019. The hm3 lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, hepatic dysfunction, and right heart failure that may be associated with the use of heartmate 3 left ventricular assist system (lvas). The IFU lists arrhythmia as a potential late postimplant complication. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, the IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.